Event description:
Procedure type: jejunostomy. According to the reporter: the surgeon used the 30mm blue straight load to create the gastrojejunostomy. When he was finished with the anastomosis, he scoped the pt to check the anastomosis and when he blew air through he got a lot of bubbles. Upon further inspection, the opening was in the staple line. Two malformed stapled (c-shaped) could be seen hanging out of the staple line. The surgeon had to go back and oversew the area with suture. The area was tested again and there was no leak. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).